Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-21216, 1627487-2013-21218. It was reported, the pt had not charged the ipg for several months. The sjm representative could not establish communication with the ipg confirming it was nonfunctional. As a result, the ipg was explanted and replaced. It was also reported, the scs leads were replaced due to an alleged fracture. The pt is receiving effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.